Manufacturer narrative:
Evaluation of the returned tracker indicated that it had areas of galling inside the handle causing the reported fit issues. Otherwise, with markers attached and fully seated, the tracker returned a good geometry error with normal tracking. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a guidance device being used in a spinal procedure. It was reported that both the blue and black navlocks were sticking to the instruments not allowing them to spin freely. There was no patient involvement. There were no additional complications reported or anticipated as a result of the event.